Manufacturer narrative:
The device was received for evaluation. During functional testing, downstream occlusion was not reproduced. Evaluation sent the device for downstream occlusion testing, and the device passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification force sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump does not display a downstream occlusion alarm at the pressure within the 13 pounds per square inch (psi) during testing. There was no patient involvement. No additional information is available.